Event description:
My breast implants almost killed me, with severe gut issues, unknown auto immunes, brain fog, chronic fatigue, severe pain all over my body and much more! I do have the results for the tests with exact dates. I can also get the information on the exact information on my implants from my plastic surgeon. Reference report: mw5154481.